Manufacturer narrative:
No samples were received for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported event. The complaint is closed as cannot be determined. Corrected data: h6 investigation type, investigation findings, investigation conclusion; h10 manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). The customer did not provide a date of the event. Additional information and samples were requested. When received and an investigation is completed, a supplemental report will be filed.

Event description:
Customer states tubes are underfilling. Customer location is at 6000ft and is using the wrong tube.